Event description:
It was reported that lead vegetation and systemic infection occurred. The patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant product: d314trg ICD; implant date: (B)(6) 2012. (B)(4).